Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty with an uncemented femoral component: excellent results at ten-year follow up". J bone joint surg 1997;79-b(6):900-907. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. (B)(4) this report filed (B)(4), 2011.

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between september 1983 and october 1985 utilizing taperloc femoral stems. The article indicated that a revision procedure was performed due to sepsis and the femoral stem was removed and replaced. No further information has been provided to date.